Manufacturer narrative:
Device not returned for evaluation.

Event description:
Per literature received, it was reported that during a literature review of trials that looked at the long-term outcome of patients with post-prostatectomy incontinence (ppui). A study (singh and thomas) found that complications that arise from the ams artificial urinary sphincter (aus) placement around the bulbous urethra caused a higher rate of revisions (57%) compared to when the cuff was placed on the membranous urethra (14%). The most frequent complication found was urethral erosion in 15 patients. This study indicated that when comparing erosion rates of the aus, this study had a higher rate or erosion. The rate of erosion went up based on the surgeries technically difficulty.